Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿the scope cannot be connected properly and the front panel blinks¿ occurred because the video function did not work properly due to dust inside the scope sensor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an error e300 and the front panel was blinking. The issue was found during a diagnostic endoscopy procedure, which was completed with a similar olympus device. There were no reports of patient harm. This report is being submitted for the malfunction, front panel blinking.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found all the light-emitting diode on the front panel were blinking continuously due to dust inside the scope sensor. Additional findings include: error e300 was appearing on the monitor due to dust inside the scope sensor, and the tank socket was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.